Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. The pump does not record the patient's basal history information or stores incorrect values. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: unable to duplicate the complaint during the investigation process. Pump powers on with vibratory and audible sounds. No activity related to the complaint was recorded in alarm history; only typical usage was observed. Pump was tested on a 1.0u/hr basal program for 24hr duration period. At end of 24hr duration test the 1.0u basal program remained programmed in the pump with no changes; no 0.00u basal rates were recorded in the basal history.. All keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. Successfully performed a 10u audio and 10u normal bolus. Both were accurately recorded in the pump history. Unrelated to the complaint, a pinkish contrast was observed on the display screen. The display screen is still able to be safely read.